Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the lead perforated after multiple repositions. The physician resolved the perforation by repositioning the lead. The patient went to ICU in marginal condition and experienced complications with pressure regulation. The patient had a small effusion but is in full recovery. No surgical intervention was required.